Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels. The blood glucose reading at the time of the event was unknown. The customer reported that he had fallen asleep on the couch and did not hear any alerts from the insulin pump. He stated that a friend found him and called 911. He advised that there had not been any malfunction with the device, stating that it was a malfunction on his part. Emergency medical services treated him at his home. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.